Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab. On (B)(6) 2011 results done a few hours apart. On (B)(6) 2011 results done "side by side". Target therapeutic range is 2.0-3.0. Pt self tester noted bruising.